Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but difficult to release from the catheter. Eventually, the clip was released after jiggling the device and it was also noted that about 6 to 7 inches of deployment wire was exposed when the catheter was removed. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but difficult to release from the catheter. Eventually, the clip was released after jiggling the device and it was also noted that about 6 to 7 inches of deployment wire was exposed when the catheter was removed. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the clip had three kinks along its body. The control wire was detached from the handle and its proximal end was inside the catheter. The yoke was still attached to the control wire. The spring of the handle and the clip assembly were not returned with the device. It was also noted that after removing the control wire from the catheter, it was possible to observe that its proximal end had no marks from the screw. The product likely failed to meet the specification due to the manufacturing process at the supplier site. Therefore, the most probable root cause is supplier manufacturing execution error. An investigation to address this issue has been opened. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.